Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that liquid had leaked into the drawer and determined that the liquid had also reached the cubie controller board, causing a short circuit. The fse replaced the affected drawer and performed the hardware testing application feed-through, reassigned the medications, and verified that the medstation was able to resume normal operation. The system functioned as intended field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es after an error with the cubies where they did not open, the medstation was restarted and then completely failed, displaying the error drawer module not detected on the bus. The medstation was disconnected from power and left off briefly. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.